Event description:
It was reported that the worsening depression had resolved.

Event description:
Information was received that intervention was taken for worsening depression but there was no medication change.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #02 report inadvertently reported incorrect information.

Event description:
Additional information received noting that there was actually no intervention taken for the depression.

Event description:
It was reported that a patient had worsening depression possibly related to vns implant surgery and not related to vns stimulation or device presence. The depression was noted to be moderate no further relevant information has been received to date.